Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited increased impedances over time and high pacing thresholds. It was reported that this product was surgically capped and abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.